Manufacturer narrative:
(B)(4) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's right eye in a secondary surgical procedure. The lens was displaced due to tear in capsule, that took place at the time of implant causing the lens to shift. The dislocation was observed in the post operative examination. Reportedly, another lens a model za9003, was used as replacement for the patient and was placed in the sulcus. There was no incision enlargement, sutures, or vitrectomy required. The patient was doing fine. No other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/17/2019. Device returned to manufacturer? Yes. Device evaluation: the lens was received at the manufacturing site for evaluation. Visual inspection of the return sample shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint history revealed no similar complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.